Event description:
It was reported by a customer complaint that the pt was hospitalized due to high blood glucose levels and spilling ketones. Blood sugars had been running high for 5 days prior to hospitalization. Family attempted troubleshooting multiple times with no appreciable decrease in glucose levels. Insulin delivery was verified and site and sets were changed several times. No alarms were ntoed. Problems with high blood sugar continued in spite of extra insulin given, when pt started to spill ketones was taken to hosp. As of the time of this report the reporter has not yet returned the device to the MFR for eval.